Event description:
It was reported on a survey, the patient's battery had been depleted. The patient was extremely dissatisfied. The patient was unable to use the stimulator. No additional information was provided.

Manufacturer narrative:
.